Event description:
Home health nurse reports pump (serial: (B)(6); expiration date: not provided) has an error: "system time out" and unable to use in home today. Nurse reports they will proceed with gravity infusion to avoid delay in pt's infusion. (At time of notification, unknown if nurse was able to complete infusion via gravity.) No adverse event(s) reported due to product issue. Pharmacy to replace device. Material sent for return of product associated with event. Device availability dependent upon pt return. No further info. Reported to (B)(6) by health professional.